Manufacturer narrative:
S/w: 2.9d pump not received stuck in manufacturing mode. Pump was received with cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, stained/faded serial number label, partially broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o-ring and scratched case. Unable to perform displacement test and reservoir unable to lock into place due to missing reservoir retainer/o-ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had long crack beginning from the top of the insulin pump. The blood glucose at the time of the incident was unknown. The device was returned for analysis.